Event description:
A pt reported that their blood glucose read low on the fasttake meter when compared to a one touch profile meter. Pt reported that although the ft meter displayed low results, pt has experienced hyperglycemia associated with vomitting, nausea and dehydration. Date of event is unknown. No info available on any medical intervention. No further info has been provided.